Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 110 mg/dl. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy.